Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 8000 ise module. The customer stated that the issue occurred after they received a vacuum tank low pressure alarm on the analyzer. The sample initially resulted in a na value of 132 mmol/l. The initial value was questioned by a doctor. The sample was repeated, resulting in a na value of 138 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The na electrode lot number was bbq21. The expiration date was requested, but not provided. Calibration and controls were acceptable. Upon review of the alarm trace, an abnormal probe aspiration alarm was observed. The field service engineer determined the vacuum diaphragm needed to be replaced. The diaphragm was replaced. The ise was primed and ise checks were performed. Calibration, controls, and precision studies were carried out. The investigation determined the service actions resolved the issue.